Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier made an unusual sound when the device was used/fired. Almost all the clips "scissored" upon application on the bile duct. The device also ejected/projected the clips upon application where it almost got lost within the patient. When testing the device post-op (after cleaning) and found the results to be the same as above mentioned. Even the rotation of the shaft did not give me the tactile feedback as it should with a normal instrument. The device completed the case with difficulty and much frustration from the surgeon. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the er320 device found that it was received with the handle seam broken and separated at trigger assembly area. Possible cause for this condition may be that the handle assembly was not properly welded during the manufacturing process. In an attempt to replicate the event reported, the device was tested for functionality. It fed three scissor clips and then locked out as intended. It is known from the history of the device that the application of an incorrect/excessive torque to the jaws during instrument use creates a misalignment of the tips that may lead malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.